Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported the cuff was pre-tested. During patient use the cuff leaked. There was a small hole in the cuff. The tube was removed and replaced.